Event description:
While in CT scan, the pump shut down and said system failure, needs battery replacement. The pump had critical meds infusing for blood pressure on an ICU pt. Pt's bp did drop during switch over to another pump. This pump did have a yellow dot on it and was plugged in all night.